Event description:
It was reported that during a breast biopsy, there was a lot of resistance while advancing. Post bioipsy images showed the clip had not deployed and was sheared inside the catheter. There was no patient consequence reported. Case was completed using a marker.

Manufacturer narrative:
Additional devices: lot numbers: d4hv9k and d4hp8t. Clear tip sheared at distal tip. Eval summary: the analysis results found that the device was received with the introducer tip sheared off and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the manufacturing process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manfuacturing process.